Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 150 mcg/ml clonidine at 30.49 mcg/day, 15 mg/ml bupivacaine at 3.049 mg/day, and 15 mg/ml dilaudid at 3.049 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had been having problems and it took them a year to figure out what it was. In (B)(6) of 2016, the patient's pain increased and it "hurt a little bit more". The patient didn't say a lot about it to her healthcare provider (hcp), but when she did the physician started increasing pump medication. The pump was increased once in 2016 and once in the beginning of 2017. Additionally, in 2016 the pump medication color came back brown one time. The hcp waited 3 months to check it, then the patient went back two more times and they pulled out the medication, put it back in, and did some tests. Then, on (B)(6) 2017, the hcp did a catheter dye study and found the catheter was kinked. The patient was then sent to the hcp and was told she would need a catheter revision or replacement. It was also stated that the patient would have to lie on her back for 12 hours as it would be more of a surgery than just having the pump put in because it was a breakdown of mechanical prosthesis devices, implants, and grafts in order to do the catheter revision or replacement. The patient's surgery was scheduled for (B)(6) 2017. It was also noted that the pump would be electively replaced as it was nearing longevity. The patient's previous doses and concentrations could not be remembered. No further complications were reported or anticipated.

Manufacturer narrative:
The reported patient codes have been updated to include the following; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-02, additional information was received from the patient. It reported that during the time it took the hcp to identified the previously reported catheter kink, the patient stayed sick specified as "throwing up for a long time".